Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a power cable disconnect and issues when exchanging power sources. A sheared off pin was found in the black power lead of the patient's controller. The black power lead showed power cable disconnect alarms while on battery power. Tech services was onsite on (B)(6) 2022 and successfully removed the broken pin. The controller was able to be used normally. Additional information was received on 18mar2022 that the patient cable with the missing pin was found and returned for evaluation. As of (B)(6) 2022, no further alarms had been observed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a broken/missing pin in the black power connector was confirmed. Inspection of the returned 14 v pm cable, identified with lot# 35050180312, revealed the cable was intact and in used condition. Visual inspection revealed one broken/missing pin in the black power connector. The missing pin represents an inactive/unused line. The white connector and the 16 pin lemo connector appeared unremarkable. Further evaluation confirmed an inner conductor breakdown in both power cables. The broken/missing pin and the inner conductor breakdown did not result in any atypical alarms when connected to a test power module, test system monitor and a test pump during testing. The 14v patient cable assembly is manufactured by the company's vendor who maintains the device history records. Heartmate 3 instructions for use under section 4 system monitor-history screen informs the user how to review and retrieve the system events/alarms and the data log files. Heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.